Manufacturer narrative:
Follow-up #1 date of submission 09/09/2015-device evaluation:the pump has been returned and evaluated by product analysis on 08/13/2015 with the following findings:during testing, the pump was powered on and the display screen remained blank. The keypad button responsiveness could not be adequately tested due to the blank screen. The keypad cover was removed, and no contamination was observed under any button contacts. Evidence of moisture ingress was found under the display. The battery compartment and casing near the display was observed to be cracked. The pump case was removed, and evidence of moisture ingress was found throughout the pump interior. A leak test was performed and failed due to a battery compartment leak.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that all of the keypad buttons were under responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.